Event description:
It was reported that the patient and his wife were unloading groceries when the patient noticed a low battery. He went inside to change his battery. Patient was inside for a period of time (not sure how long). Wife found patient down with both power sources disconnected. Patient had died. Ems called, no resuscitation performed. Pump remains implanted.

Manufacturer narrative:
The pump, controller and batteries were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a loss of power between the "motor start" event logged on (B)(6) 2015 at 16:07:37 and "controller power-up" event logged on (B)(6) 2015 at 06:10:57. Additionally, the narrative in the event details stating, "pt went inside to change low battery" was confirmed since the log files revealed a low priority alarm (replace battery 1) on (B)(6) 2015. The last data entry was recorded on (B)(6) 2015 at 13:01:05 hours when the controller switched the power source from battery connected to ps1 to ps2. This battery-switching event is expected and it was caused because battery bat103739 reached a capacity lower than 25%. It is possible that the patient tried to replace the battery connected to ps1 and disconnected both batteries causing a power loss that led to a stoppage of the pump. Analysis of log files also revealed switching events involving batteries bat103739 and bat104524 prior to the 25% threshold. These events are an incidental finding and are not related to the reported event since they did not lead to a loss of power. The premature switching events are most likely due to communication anomalies between the battery and the controller. The reported "no power" event could not be confirmed since the controller was not returned for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The reported loss of power most likely occurred due to accidental disconnection of both the power sources during battery replacement. Con093450 - controller / catalog number 1403us / expiration date 07-31-2014. Unique identifier (UDI) #: n/a. (B)(4). Bat103739 - battery / catalog number 1650 / expiration date 12-31-2014. Unique identifier (UDI) #: n/a. (B)(4). Recall: z-1607-2014. Bat104524 - battery / catalog number 1650 / expiration date 01-31-2015. Unique identifier (UDI) #: n/a. (B)(4). Recall: z-1607-2014. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates the wife found the patient down with both power sources disconnected face down on the bedroom floor. The patient was not breathing, had defecated himself, and his ears were turning purple. Wife and neighbor were unable to turn the patient over to perform rescue breathing. The wife reported that the controller was not alarming. Ems was contacted but no resuscitation was performed and the patient was pronounced dead. Ems confirmed that both power sources were detached and the controller had a blank screen with the driveline still attached. The wife also reported the patient had a history of disconnecting both power sources. This information was confirmed with previous log file analysis from this patient. It was also noted the patient started as a participant in the dtt study but was un-enrolled due to worsening dementia. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): warning! Never disconnect both power sources (batteries and ac or dc adapter) at the same time since this will stop the pump. At least one power source must be connected at all times. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Device remains implanted.